Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a car accident about a week prior to the report and since then they had only been getting stimulation on their right side and in their ribs. The patient had a sudden loss of stimulation and therapeutic effect to their left side. The stimulation was in the wrong location. The impedances checked out. The patient was reprogrammed to get the stimulation out of their ribs and back into their left and right legs. They were unable to get stimulation below the knees and the patient¿s feet were the worst. The patient was going to visit their doctor 2 weeks after the report after allowing their back to heal more to see if the stimulation gradually worked its way further down their legs. If the patient was still having issues at that point the patient would be reprogrammed and they would take x-rays. The patient status was listed as alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.